Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal event and a convulsion while exercising. A review of the device data did not identify an event that corresponded with the syncope. The conditional zone was reprogrammed from 220bpm to 200bpm. The physician suspects a product performance issue with the electrode. In (B)(6) 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. The associated electrode is a part of the advisory population. No additional adverse patient effects were reported.